Event description:
The customer reported that as soon as the system was turned off, all of the new images were lost. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The dsad2 circuit board was replaced. The system was then found to be operating as intended.